Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve was pushed into the sheath and the dilator could not advance. The hemostatic valve was visualized as pushed into the clear plastic of the hub and turned sideways. The hemostasis valve (gasket) was still in one piece. The hemostatic valve did not become detached from the sheath. No picture is available. The sheath was not used on the patient. Damage was discovered while the sheath was being prepped. The scrub nurse noted that she could not advance the dilator then observed the hemostatic valve dislodged. The vizigo¿ sheath was replaced and the procedure was continued. No adverse patient consequence was reported. The hemostatic valve separation was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on (B)(6) 2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve was pushed into the sheath and the dilator could not advance. The hemostatic valve was visualized as pushed into the clear plastic of the hub and turned sideways. The hemostasis valve (gasket) was still in one piece. The hemostatic valve did not become detached from the sheath. No picture is available. The sheath was not used on the patient. Damage was discovered while the sheath was being prepped. The scrub nurse noted that she could not advance the dilator then observed the hemostatic valve dislodged. The vizigo¿ sheath was replaced and the procedure was continued. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device 50000082 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal correction action is being followed to reduce this failure mode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).